Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, post-paced t-wave oversensing was noted on the device. Technical support was contacted and it was determined that the cause of the event was due to fusion beats. Device reprogramming was conducted to resolve the event. The patient experienced no consequences.